Event description:
On 6/28/2022, it was reported by a sales representative via phone that an ar-3638 knotless fibertak pulled out of implantation site. Surgeon attempted to reload it two more times but was not successful at achieving fixation, the anchor pulled out each time. Another knotless fibertak, from a different lot number, was opened and used on the previous drilled bone hole, and the anchor was implanted without any further issues, case was completed. This was discovered during a labral repair on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.